Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was confirmed and was determined to be use related. The product returned for evaluation was a groshong nxt clearvue catheter and two-piece connector assembly. Use residue was abundant throughout the catheter shaft. A shared break was observed in the catheter shaft between the 41cm and 42cm depth markings. Microscopic inspection of the break revealed it was diagonally aligned. The break surface exhibited uniform striations. A portion of the break surface was uneven and rigid. The angle of the break surface and uniform striations were consistent with sharp instrument damage. The rigid portion of the break suggested the catheter may have been pulled after being cut. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer the PICC catheter was inserted on (B)(6), and there was no abnormality during the infusion on the same day. On (B)(6), the infusion was found to have fluid reflux, and the catheter was found to be broken. The infusion was stopped urgently, and the patient was sent to another hospital for surgery to remove the catheter. Required reintubation. Additional information 07/31/2024: it was reported by the customer the catheter broke at 7-8 cm, and the part inside the patient's body was completely broken. The hospital did not provide imaging data. The broken catheter was removed by bone vein external grasping surgery. The patient's condition is normal, and treatment continues. No other information was provided. Additional information 08/22/2024: following the doctor's advice, a PICC tube was inserted into the patient on (B)(6). A saline pulse was administered and the catheter was checked. The catheter was unobstructed and no leakage was found. The puncture was successful in the pre-selected blood vessel at one time. The delivery process was smooth. Blood was returned after aspiration and the catheter guide wire was withdrawn smoothly. The catheter was 49 cm after trimming. The decompression sleeve, extension tube and infusion connector were installed. At 8:30, the blood was returned and the tube was sealed smoothly. The catheterization was completed and the process was smooth. At 8:40, the patient went to the radiology department for a chest x-ray accompanied by his family and accompanying personnel. The results reported that the tip of the PICC catheter was located at the upper edge of the t8 vertebra. At 16:05 in the afternoon, the blood was returned and the tube was flushed smoothly. The infusion began. Rituximab was infused on the same day. The liquid was successfully infused at around 5:00 in the morning. No exudation was found after the tube was flushed and sealed. The infusion volume on the day was 1000 ml. At 7:40 am on (B)(6) 2024, the blood was drawn back and the tube was flushed smoothly. No exudation was found and the infusion began. The infusion liquid was 0.9% sodium chloride 250ml + sodium bicarbonate injection 100ml, 0.9% sodium chloride 250ml + vindesine sulfate injection 4mg, which was successfully infused. 0.9% sodium chloride 250ml + cyclophosphamide injection 1.68g was given, and about 50ml was infused. At 11:20, the nurse found exudation at the puncture point when patrolling the ward, and the infusion was stopped immediately. When the sterile dressing is opened for maintenance, the puncture point exudate can be seen when the 20ml 0.9% sodium chloride flushing tube is given, the sterile dressing is covered, and it is reported to the catheterization nurse, and the sterile dressing is opened again with the catheterization nurse, and the puncture point exudate is still visible when the 20ml 0.9% sodium chloride flushing tube is given, disinfected and pressed the puncture point with a sterilized cotton swab, the patient does not complain of pain, and when the u-shaped fixed catheter is prepared again, if the catheter is prolapsed and ruptured (the catheter rupture surface is neat), the armpit is immediately given a tourniquet, and the doctor and head nurse are reported to the patient for further treatment. The PICC duct is fractured in the body, the catheter is surgically removed, and the chemotherapy drug is extravased.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer the PICC catheter was inserted on (B)(6), and there was no abnormality during the infusion on the same day. On (B)(6), the infusion was found to have fluid reflux, and the catheter was found to be broken. The infusion was stopped urgently, and the patient was sent to another hospital for surgery to remove the catheter. Required reintubation. Additional information 07/31/2024: it was reported by the customer the catheter broke at 7-8 cm, and the part inside the patient's body was completely broken. The hospital did not provide imaging data. The broken catheter was removed by bone vein external grasping surgery. The patient's condition is normal, and treatment continues. No other information was provided. Additional information 08/22/2024: following the doctor's advice, a PICC tube was inserted into the patient on (B)(6). A saline pulse was administered and the catheter was checked. The catheter was unobstructed and no leakage was found. The puncture was successful in the pre-selected blood vessel at one time. The delivery process was smooth. Blood was returned after aspiration and the catheter guide wire was withdrawn smoothly. The catheter was 49 cm after trimming. The decompression sleeve, extension tube and infusion connector were installed. At 8:30, the blood was returned and the tube was sealed smoothly. The catheterization was completed and the process was smooth. At 8:40, the patient went to the radiology department for a chest x-ray accompanied by his family and accompanying personnel. The results reported that the tip of the PICC catheter was located at the upper edge of the t8 vertebra. At 16:05 in the afternoon, the blood was returned and the tube was flushed smoothly. The infusion began. Rituximab was infused on the same day. The liquid was successfully infused at around 5:00 in the morning. No exudation was found after the tube was flushed and sealed. The infusion volume on the day was 1000 ml. At 7:40 am on (B)(6) 2024, the blood was drawn back and the tube was flushed smoothly. No exudation was found and the infusion began. The infusion liquid was 0.9% sodium chloride 250ml + sodium bicarbonate injection 100ml, 0.9% sodium chloride 250ml + vindesine sulfate injection 4mg, which was successfully infused. 0.9% sodium chloride 250ml + cyclophosphamide injection 1.68g was given, and about 50ml was infused. At 11:20, the nurse found exudation at the puncture point when patrolling the ward, and the infusion was stopped immediately. The PICC duct is fractured in the body, the catheter is surgically removed, and the chemotherapy drug is extravased.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the PICC catheter was inserted on (B)(6) 2024, and there was no abnormality during the infusion on the same day. On (B)(6) 2024, the infusion was found to have fluid reflux, and the catheter was found to be broken. The infusion was stopped urgently, and the patient was sent to another hospital for surgery to remove the catheter. Required reintubation. Additional information 07/31/2024: it was reported by the customer the catheter broke at 7-8 cm, and the part inside the patient's body was completely broken. The hospital did not provide imaging data. The broken catheter was removed by bone vein external grasping surgery. The patient's condition is normal, and treatment continues. No other information was provided.